Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of black box found record of the language file corruption related alarm. The pump powered up to the display screen with auditory and vibratory features. The language file corruption alarm was reproduced when the pump powered up and the investigation was unable to clear the alarm. The remaining testing was unable to be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 069 during the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.